Event description:
It was reported that the patient died at home while on hospice care. The official cause of death was not known by the physician, but it was reported that the pt had multiple medical issues and death was not related to the device system. The pump was not removed at the time of the pt's death. An autopsy was being performed, but the physician did not know who was performing it, and did not believe they would receive a copy of the autopsy report since there were no issues with the device system. The pt's pump contained lioresal 2000 mcg/ml, the daily dose was not reported.